Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was that multiple cartridge change errors occurred. Customer's blood glucose level ranged between 200-300 mg/dl.